Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported that the syringe pump is utilized to administer decadron. They reported that pressure was building up in the line and they couldn't event move the plunger when this happened. (No patient harm reported and no specific event details available) they also reported that the drug would splash out due to the pressure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.